Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID r2067, radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer had a lot of noise on its electrocardiogram (EKG). It was possibly attributable to the electrocardiogram (ECG) cable input, as it was noted that the cables were switched out, it did not solve the issue. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer had a lot of noise on its electrocardiogram (EKG). It was possibly attributable to the electro cardiogram (ECG) cable input, as it was noted that the cables were switched out it did not solve the issue. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the cable of the radio frequency programmer head which was returned along with the programmer as an associated device was twisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a noisy electrocardiogram (ECG) and it was attributed to a loose ECG connector, therefore the link electronic module was replaced and calibrated. Analysis also found that the power supply and system fan were noisy and both were replaced and that the display dropped, therefore the lower left display hinge was replaced. Concomitant products: product ID r2067 radio frequency programmer head. (B)(4).